Event description:
A synex ii revision was scheduled to take place on (B)(6) 2013. The revision was scheduled because the synex ii had shifted. The patient then requested that the revision not take place. This report is for an unknown synex ii implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown synex ii implant. Device was implanted on an unknown date. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.